Event description:
The patient was seen at the implant center for device eval in 2001. Testing conducted at the center confirmed that patient's device was no longer functioning. Revision surgery took place in 2001 and the pt was reimplanted with another clarion device.

Event description:
The patient was seen at the implant center for device eval in 2001. Testing conducted at the center confirmed that patient's device was no longer functioning. Revision surgery took place in 2001 and the pt was reimplanted with another clarion device.

Event description:
The pt was seen at the implant center for device eval in 9/2001. Testing conducted at the center confirmed that device was no longer functioning. Revision surgery took place in 10/2001 and the pt was reimplanted with another clarion device.